Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they would get a no delivery when she attempts to give herself a bolus. The customer stated the insulin pump only delivered about 2 out of 6 units and then alarmed a no delivery. Troubleshooting was performed and insulin exited without incident. The cannula was not bent. The customer¿s blood glucose level at the time of the incident was 400 mg/dl. The customer treated her blood glucose with the insulin pump. The customer also reported that she had a low blood glucose level of 40 mg/dl which they treated with food. The customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.